Manufacturer narrative:
Testing of the patient sample found an interfering factor to the idiotype of the monoclonal antibody of the assay was present in the sample. This interference is documented in product labeling. Therefore, no product problem could be found.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for one patient sample drawn on (B)(6) 2016 and tested on a cobas 8000 e 602 module. The serial number was requested but was not provided. The specific date of testing was requested but it was unknown. The sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. The results were automatically reported outside of the laboratory. The patient was not adversely affected. Sample from the patient was submitted for investigation.